Manufacturer narrative:
(B)(4). Concomitant medical products: the patient¿s medications include; coumadin, insulin, plavix, zofran, colace, metoprolol, amlodipine, hydralazine, famotidine, allopurinol, and magnesium oxide. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient underwent treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses featuring c3® delivery system. Final angiography reportedly showed good circumferential apposition of all devices with no evidence of endoleak. On (B)(6) 2016, a follow-up computed tomography scan identified a distal type I endoleak on the ipsilateral limb of the trunk-ipsilateral leg component with evidence of aneurysm enlargement (1 cm of growth). It was reported the trunk was initially implanted in 2011 with adequate seal in the left common iliac artery, but the aneurysm disease progressed distally over time resulting in the loss of wall apposition. Device migration was not reported. On (B)(6) 2016, an intervention was performed to treat the distal type I endoleak. The left hypogastric artery was coil embolized and two additional devices were implanted for distal extension into the left external iliac artery. Final angiography showed resolution of the distal type I endoleak and the patient tolerated the procedure.